Manufacturer narrative:
Correction of initial emdr on f10/h6. The device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code of cause not established will be used. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties. Although the ipg was functioning, the frequent need for recharging had become burdensome for the patient. The device was retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to charging difficulties. Nothing will be returned due to hospital policy. Status post op was great. Cautery was used. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.